Event description:
Boston scientific received information that this pacemaker exhibited high pacing threshold measurements resulting in shortened battery longevity. This pacemaker was explanted and replaced. Additional information was obtained indicating that this pacemaker will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.